Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reported that the issue was resolved. System was tested and verified system was ready for use. The investigation to determine the cause of this reported issue is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that the customer experienced issues with monopolar energy on (B)(6) 2026. No additional information was available.